Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, due to the lack of relevant medical records / images, clinical was unable to find substantial evidence to support the following reported event of cuff migration 20mm, secondary reline endovascular procedure and patient in stable condition post-secondary. The most likely cause of the cuff migration of 20mm could not be determined due to lack of medical image studies surrounding both the implant and the secondary reline procedure. The final patient disposition and procedure-related harms could not be ascertained due to the lack of medical information surrounding the repair event. To date there has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
CT study (report only): (B)(6) 20107.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and a vela suprarenal extension. On (B)(6) 2017 a type 3b endoleak with cuff migration of 20 mm was discovered. On (B)(6) 2017 the physician elected to re-line the initial devices and implanted a bifurcated stent and cuff/ extension to resolve this event. The patient was reported as doing fine post- secondary.